Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the monitor fell and directly hit anesthetist and a nurse.

Manufacturer narrative:
Gtin:(B)(4). The device manufacture date is not known at this time, device was not received for evaluation and serial number was not provided. Alleged failure: hdtv flat panel monitor fell probable root cause: display design, improper mounting, mounting mechanism breaks. Use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the monitor fell and directly hit anesthetist and a nurse.